Manufacturer narrative:
Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in january 2022. Investigation results: the involved sample was discarded by the hospital. The manufacturer received pictures of the explanted device. On these pictures, we can see the access port housing, and approximately 5cm long catheter with the connection ring. The catheter rupture facies is not visible on the received picture. We can see a approximately 3cm long longitudinal crack at the rupture. Conclusion: the received elements do not allow to conclude on the root cause of the catheter rupture detected just after the implantation procedure. If new elements become available in the future, we will reopen this complaint. This is a rare incident (<0.01%), no corrective action is envisaged for the moment.

Event description:
Dr ycy put celsite st305h on (B)(6) 2022 in patient and found the catheter kept leaking. He removed the device from patient to check and found there was a rupture on the catheter. The contaminated product was discarded by the hospital due to infection control.